Event description:
A pt reported that their meter would not turn on. This issue was not resolved with troubleshooting. Pt reset their meter for the date and time. Later, pt felt low and so pt tried testing on their meter. The meter would not power on. Pt then tested on their backup meter and got a 38 mg/dl. Pt ate some cookies and went to the emergency room, where pt was placed on a slow drip. The meter was replaced. No further info has been reported.